Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing breathing and sinus issues, sore throat and dry mouth. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged breathing, sinus issues, nasal/throat irritation or soreness, sore throat and dry mouth. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil observed the following from an external and internal inspection: unknown white and brown dust-like contamination in the air outlet port. Unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Also, tiny gray and black fiber/hairs at the air inlet of the blower box. Unknown brown dust-like contamination on the back of the display at the inside of the front panel and on the inside of the rear panel. Dust-like contamination on top of the blower motor and the blower motor seal. Water/fluid spots on the bottom of the blower motor and in the bottom of the blower box, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specks of contamination on the bottom the blower box. Also, some tiny pieces of potential fiber/hair in the bottom of the blower box. Pil used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Review of the device log showed: errors logged: 0 errors were logged. Device was likely reset prior to pil receipt as indicated by the device having 7390.3 machine hours and no blower or therapy hours. Risk tag ((B)(4)) associated with this mode of failure: irrit02, infect01, irrit03, infect02.